Event description:
It was reported that a pt's implanted device sys, except the lead, was explanted per request of the pt. The pt was noted to have needed an MRI. It was noted that leads were left implanted due to scarring. The pt was noted as doing well following the explant.

Manufacturer narrative:
(B)(4).